Manufacturer narrative:
The serial/lot number was unknown. The manufacturing location was unknown. The date of manufacture was unknown. (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified veterinary surgical procedure on a dog, it was observed that the small battery drive device worked fine at the beginning of the procedure but after a while stopped working. According to the reporter, someone might have washed the device with the battery still inside it which would have caused the malfunction. It was unknown if there were delays to the surgical procedure or if a spare device is available for use. There was no human patient involvement as this was a veterinary procedure. There were no injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.